Manufacturer narrative:
A ge service representative performed an onsite investigation. System pcb, cable and card connections were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.